Event description:
On 21-aug-2025, the user was transferred from dexcom support for issues connecting a new dexcom g7 continuous glucose monitor (cgm) to the ilet. Dosing had already stopped, and the ilet displayed ¿connect cgm or switch therapy.¿ the sensor had been applied ~40 minutes earlier, but multiple pairing attempts failed despite no pairing error alerts. Firmware was updated but attempts to use the g7 app also failed. The user had no backup sensors available. The agent advised contacting hcp for multiple daily injections (mdi) therapy guidance. Fingerstick blood glucose (bg) was 359 mg/dl. Highest blood glucose (bg) recorded was 359 mg/dl. Bg corrections to be managed through hcp. Symptom reported was dizziness. No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.